Manufacturer narrative:
The patient fully recovered with no residual deficits in less than 15 minutes. The patient underwent a CABG surgery 8 days later and was in recovery. The patient was discharged 21 days after the carotid stenting procedure. The device was discarded and will not be returned for analysis. A device history record review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin, fentanyl, atropine, neo-synephrine, and versed were given during the procedure. Pre and post-procedure medications included amiodarone, aspirin, cetirizine, clopidogrel, docusate, doxycycline hyclate, furosemide, glipizide, insulin lispro, keflex, lipitor, lisinopril, lopressor, metformin, nasonex, percocet, potassium chloride and vitamin d3. Concomitant devices: 10x30 mm precise pro rx stent, catalog# pc1030rxc, lot# 15958866; 5.5x20mm aviator plus balloon catheter, catalogue # 4245520w; cook 7f shuttle sheath; abbott wholey wire; emerge 4x20mm balloon catheter, boston scientific; and 6f pronto for aspiration. This is one of three products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00008, 1016427-2014-00002, and 9616099-2014-00009.

Event description:
According to the (B)(4) study, a patient suffered from a sudden onset of aphasia during the post-dilation with a 5.5x20mm aviator plus balloon catheter after a 10x30mm precise pro rx stent was deployed at the target lesion, which was diagnosed as a transient ischemic attack (tia). The patient also suffered from hypotension and bradycardia, which was treated with neo-synephrine and atropine. The patient fully recovered with no deficits in less than 15 minutes. The patient underwent a CABG surgery 8 days later and was in recovery. The patient was discharged 21 days after the carotid stenting procedure. After suffering a non-st-elevation mi, the patient was transferred to (B)(6) hospital. During a left heart catheterization and bilateral carotid angiography, a target lesion was found to be located in the left internal carotid artery, with a length of 20mm and a diameter of 9mm. The lesion was moderately calcified and the vessel was not tortuous. The nihss and rankin stroke scale scores were both 0 and the patient was asymptomatic before the procedure. During the internal carotid stenting procedure, a 7mm angioguard rx embolic protection device was inserted through the left femoral artery and deployed past the target lesion. After the lesion was dilated with a 4mm balloon, a 10x30mm precise pro rx stent was implanted at the target lesion before post-dilation with a 5.5x20mm aviator plus balloon catheter was performed, leaving a final stenosis rate of 20%. However, during the post-dilation, the patient suffered from a sudden onset of aphasia, which was diagnosed as a tia. The patient also suffered from hypotension and bradycardia, which was treated with neo-synephrine and atropine. The physician aspirated for thrombus, however no obvious clots or debris were seen in the filter. The angioguard device was retrieved with confirmation of good antegrade brisk flow, and found to have no debris in the basket.

Manufacturer narrative:
This is one of three products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00008, 1016427-2014-00002, and 9616099-2014-00009. The cec agreed that a tia-ipsilateral occurred and was procedure and device-related. The cec provided the following additional details: the patient was on scheduled for CABG surgery during the same admission, and carotid stenting was done as an endeavor to lower his risk for the said procedure, as stated in the catheterization report. On (B)(6) 2013 at 19:06 he underwent the index procedure with delivery of the angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise pro stent in the left ostial ica. At the time of post-dilatation, the patient developed expressive aphasia. There was also hypotension noted which was treated with IV fluids. Given this, aspiration for thrombus was performed, but no obvious clots or debris was seen. The angioguard rx ecgw itself was retrieved at 19:35 with confirmation of good antegrade brisk flow into the left mca. The left aca was filled with good cross filling from the patent communicating artery anteriorly in the circle of willis. Aphasia started at 19:29, still remained at 19:32, and at 19:39 was reported to be improving. The site reported a 20% final residual in-lesion stenosis. The catheterization report noted that the patient completely recovered, was conversing with the staff, moving all extremities and squeezing the toy. The procedural events log reported that the patient experienced intra-procedural tia with expressive aphasia which had resolved post filter retrieval.

Manufacturer narrative:
Additional information was provided that the target lesion was located in the ostium of the left internal carotid artery with a stenosis rate of 95%. At discharge the patient's nih and rankin stroke scale scores were both 0. (B)(6). This is one of three products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00008, 1016427-2014-00002, and 9616099-2014-00009. Complaint conclusion: according to the sapphire study, a patient suffered from a sudden onset of aphasia during the post-dilation with a 5.5x20mm aviator plus balloon catheter after a 10x30mm precise pro rx stent was deployed at the target lesion, which was diagnosed as a transient ischemic attack (tia). The patient also suffered from hypotension and bradycardia, which was treated with neo-synephrine and atropine. The patient fully recovered with no deficits in less than 15 minutes. The patient underwent a CABG surgery 8 days later and was in recovery. The patient was discharged 21 days after the carotid stenting procedure. The patient was a (B)(6) man with a medical history of severe cardiac & carotid disease, two or more proximal or major diseased coronary arteries, type 2 diabetes mellitus, hypertension, and paroxysmal atrial fibrillation on flecainide. After suffering a non-st-elevation mi, the patient was transferred to (B)(6) hospital. During a left heart catheterization and bilateral carotid angiography, a target lesion was found to be located in the ostium of the left internal carotid artery, with a length of 20mm and a diameter of 9mm. The lesion was moderately calcified with 95% stenosis and the vessel was not tortuous. The nihss and rankin stroke scale scores were both 0 and the patient was asymptomatic before the procedure. During the internal carotid stenting procedure, a 7mm angioguard rx embolic protection device was inserted through the left femoral artery and deployed past the target lesion. After the lesion was dilated with a 4mm balloon, a 10x30mm precise pro rx stent was implanted at the target lesion before post-dilation with a 5.5x20mm aviator plus balloon catheter was performed, leaving a final stenosis rate of 20%. However, during the post-dilation, the patient suffered from a sudden onset of aphasia, which was diagnosed as a tia. The patient also suffered from hypotension and bradycardia, which was treated with neo-synephrine and atropine. The physician aspirated for thrombus, however no obvious clots or debris were seen in the filter. The angioguard device was retrieved with confirmation of good antegrade brisk flow, and found to have no debris in the basket. The patient fully recovered with no residual deficits in less than 15 minutes. No CT/MRI of the head was taken. The patient underwent a CABG surgery 8 days later and was in recovery. The patient was discharged 21 days after the carotid stenting procedure. At discharge the patient's nih and rankin stroke scale scores were both 0. (B)(4). Hypotension, bradycardia and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported events do not appear to be related to the manufacturing process of either device involved.